Event description:
It was reported that the patient was experiencing pain at the back and described it as the incision was ripping open and his muscles were separating from his spine therefore patient went to the emergency room (ER). It was also reported that the patients ipg was leaking a clear fluid. The physician believed that the pocket site was not infected but opted to explant the ipg for preventive measures and lead was left in placed. No device malfunction was suspected. The patient is doing well postoperatively and was sent home on oral antibiotics. The explanted ipg will not be returned as it was kept by the medical facility.